Event description:
It was reported that the patient experienced tenderness and pain around the pocket site. It was also noted that the implanted pulse generator (ipg) had been randomly shutting off. The patient underwent a revision procedure wherein the ipg was replaced, and the pocket site was moved. The patient was doing well postoperatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced tenderness and pain around the pocket site. It was also noted that the implanted pulse generator (ipg) had been randomly shutting off. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was moved. The patient was doing well postoperatively.